Event description:
A surgeon reported an intraocular lens (iol) was explanted due to the patient experienced blurry vision. Additional information was received from the surgical coordinator who reported the patient had astigmatism that was not noticed preoperatively and that the blurry vision was due to uncorrected cylinder. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested on (B)(4) 2013 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).